Event description:
Revision surgery due to infection.

Manufacturer narrative:
The agent reported, patient presented to the emergency room with thigh pain and redness at incision site, it was determined that the patient had an infection. Female 73. Complaint has been evaluated and is similar to report number 1644408-2021-01088; 941-01-36e, s808 - infection, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.